Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely positive cardiac troponin results were obtained patient samples on an advia centaur xp instrument. It is unknown if the customer repeated patient samples and if any falsely positive results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely positive cardiac troponin results.

Manufacturer narrative:
The initial MDR 2432235-2017-00106 was filed on february 7, 2017. Correction: the region corrected the instrument involved to be an advia centaur cp. Additional information (02/17/2017): a siemens field service engineer (fse) and a siemens field applications specialist (fas) were dispatched to the customer's site. The fse replaced the wash pump. The cse performed and firmware update. The fse performed calibration and ran controls, resulting within range. The fse ran samples, resulting within range. The fas stated that the repeat results were performed on an advia centaur xp, resulting within the expected range. The customer did not see further issues after performing monthly cleaning and replacing consumables. Calibrations were preformed, resulting within range. The cause of the discordant, falsely positive cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.